Event description:
Shopping at (B)(6) I purchased diabetic test strips, got home, opened box on the front label it stated use before 9/10/2021. These are 3 months expired. (B)(6) did not want to refund my money but eventually did. The problem is that they are still selling these outdated strips. I brought it to the attention of (B)(6) manager. Two days later the are still on the shelf. There are about 8 or more packages; most have been pushed far back so only 1 is showing. I will get a picture of product if you need it. Can also be seen at (B)(6) neighborhood market store. FDA safety report ID# (B)(4).